Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02108. It was reported the patient experienced ineffective stimulation and unable to place ipg into MRI mode due to high impedances. Surgical intervention took place wherein one lead was explanted and replaced to resolve the issue. It is unknown which lead is liable, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.